Manufacturer narrative:
An outside of united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl¿ 200 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension® exl¿ 200 system. The discordant result was reported to the physician. The same sample was reprocessed on the same system. A lower tnih result, considered correct, was obtained. A corrected report was issued. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result.

Manufacturer narrative:
Additional information 22-may-2022: an outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension® exl¿ 200 system. Rsc reviewed the information provided by the customer and the instrument data log. A siemens customer service engineer (cse) was dispatched to the customer's site. Quality control (qc) and calibration were within specifications. The cse observed the vessels used in testing had a residual check reagent on them. The issue was resolved by performing routine maintenance and replacing the loci® chamber insert. The cause of the issue is non-standard use of the reaction vessels. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Initial MDR 2517506-2022-00120 was filed 13-may-2022. Section h6 has been updated to reflect the hsc investigation.